Event description:
A surgeon reported that a patient complained that following intraocular lens (iol) implant, their vision did not improve at all. The surgeon believes the diopter was incorrect. The iol remains implanted and is not available for eval. More information has been requested. Without the lens, co is unable to determine if the surgeon implanted an incorrect diopter lens or there was a problem with the lens that was used.

Event description:
Additional information provided by the surgeon indicated the pt healed well following uncomplicated intraocular lens (iol) implantation. The pt's post op refraction is +3.00 diopters.